Manufacturer narrative:
H2/h6: the software analysis was completed. There was enough information to suggest that a software anomaly occurred on the event date. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735762, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the site saw an unknown error while in surgery. The site reported that the screen went black and then came back. Then later on in the surgery, the system showed an unknown error and rebooted. The site also said they had an issue where the system was not tracking, it was unknown if the system was not tracking all instruments or specific ones. It was also unknown if the software was responsive while not tracking. The medtronic representative (rep) went to clear 80-100 patients off the system and found that there was a delay between when he would touch the screen and when the software would react. The mouse was not tried at the time. There was a delay of five to ten minutes. There was no impact on the patient's outcome.